Event description:
A neonatal tsh serum sample gave a result that was high and out of range, and the advia ims 800i instrument performed a 1:10 on-board dilution to obtain a result. This 1:10 dilution gave a result of 0.02 miu/ml and was reported to the physician. Because a previously run filter paper screen had also indicated a high tsh on this pt, the treating the physician questioned the diluted serum result and had it repeated. The lab tested the original serum sample again this time with a 1:5 dilution and a result of 392 miu/l was obtained. This 1:5 dilution result confirmed the initial tsh serum and the filter paper screening results. As a result of this additional testing to confirm the high tsh results, treatment was delayed. A bayer product specialist requested the events logs but the site was unable to provide any prior to 05/2006. The product spcialist reviewed the sample log, which showed an incomplete aspiration due to insufficient sample. Without the events logs to confirm this anomaly, it is suspected that the incomplete aspiration due to insufficient sample volume was the cause for the low result on the 1:10 diluted sample. The cause of such insufficient sampling could be due to operator's actions in the pre-analytical phase or to a system malfunction. A subsequent device investigation at the site did not show any evidence of a system malfunction. Records, namely events logs, were not maintained to isolate root cause.

Manufacturer narrative:
An incomplete aspiration due to insufficient sample volume was suspected as the cause for the low result on the 1:10 diluted sample. However, without the events logs to confirm this anomaly, it is not clear as to whether this event was operated or device-related.